Manufacturer narrative:
The reported field event of pacemaker being nonfunctional was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the pacemaker was explanted due to being non-functional. The patient tolerated the procedure well.